Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from the patient that 9 years and 1 month post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with an unknown product. The reason for the replacement was reported by the patient as, "the valve malfunctioned and needed to be replaced". No additional adverse patient effects were reported.